Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin is missing from the device contributing to the jaw failure (or/misalignment of the jaws), confirming this complaint. When the trigger was actuated, the jaws do not open and close as intended. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. Hence, this failure can be attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii without hook had issues with jaw closure. An orthocord suture was used during the procedure. During in-house engineering evaluation, it was determined that the jaw pin was missing from the device contributing to the jaw failure (or/misalignment of the jaws). The surgery was completed with another like device with no patient harm. There was a three minute delay to the case to grab another device. The sales rep was not present for the case and could not provide the date of the procedure or any additional information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.